Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k14079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 3. It was reported that a patient experienced peritonitis and subsequently died. The peritonitis was manifested by abdominal pain. On the same day as the onset of peritonitis, the patient was hospitalized and treated with unknown antibiotics. The cause of the peritonitis was unknown. Four days after hospitalization, the patient died. The patient had not recovered from the peritonitis at the time of death. It was not reported if dianeal therapies were ongoing. The patient was not connected to the homechoice (hc) machine at the time of death. The cause of the death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).